Event description:
The neurostimulator (ins) was turning off. It was unclear if the problem was the ins or the application card. Additional information has been requested.

Manufacturer narrative:
(B) (4).